Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced posterior vaginal prolapse and rectocele. It was reported that patient underwent vaginal mesh excision, bilateral iliococcygeal suspension with dermal graft placement, rectocele repair on (B)(6) 2006 by (B)(6) due to posterior vaginal prolapse, rectocele, and vaginal mesh erosion. It was reported that patient underwent excision of vaginal mesh and partial vaginectomy on (B)(6) 2005 by (B)(6) caputo due to vaginal mesh erosion. It was reported that the patient concurrently underwent total abdominal hysterectomy, burch urethropexy, and halban culdoplasty.